Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the blood glucose reading was unsure, but the customer was vomiting with ketones. It was stated that the customer had issues with priming, and it was taking too long to exit the insulin at the end of the tubing. Troubleshooting was performed. The displacement test was performed and passed. The device also primed successfully with the same infusion set the customer was wearing at the time of the event. Reviewed the alarm history and found low reservoir alarms. The high pressure test was performed twice and the test failed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.